Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was not provided. The caller was unable to troubleshoot as she did not have the device available at the time of the call. The insulin pump was not replaced or returned for analysis.